Event description:
It was reported that the device failed to interrogate. The device delivered an inappropriate shock and went into backup vvi mode without defibrillation-therapy. The capture had decreased and the sensing could not be measured due to patient has an av-block. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Follow-up conducted with the doctor's office indicated the device reached battery depletion. Premature battery depletion was questioned because of how the device was programmed and the patient's use.

Manufacturer narrative:
The reported reset anomaly was verified in the laboratory. Upon receipt, the device was interrogated with a programmer and found to be in hardware reset mode (hwvvi). Analysis of the memory map indicated the device experienced a power on reset (por). The device went into hwvvi reset during high voltage therapy delivery. The stored egms were reviewed and showed many episodes with noise consistent with lead damage. .